Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determine yet. Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported that patient disconnect alarm occurred on avea while connected on a patient. The ventilator was changed due to continuous alarm. No patient harm reported.